Event description:
Pt had circumferential ablation for long segment barrett's with dysplasia. At one month, noted to have a stricture, which was serially dilated to complete resolution. The pt is currently without symptoms.